Manufacturer narrative:
Annex c updated from c13 - operational problem identified to c20 - no findings available annex d updated from d15 - cause not established to d1501 - cause linked to device but unable to trace more specifically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the errors were confirmed in the logs. The iesu passed all tests that were performed and fully functional.

Event description:
It was alleged that repeated errors occurred on the integrated electrosurgical generator unit (iesu) prior to a procedure. Multiple related errors were confirmed in the logs. The procedure was completed with no reported injury.